Event description:
It was reported that the procedure was to treat a bifurcation lesion in the distal circumflex artery with moderate tortuosity and mild calcification. The balance guide wire was advanced to the lesion. An attempt was made to deliver the intravascular ultrasound (ivus); however, strong resistance was met with the guide wire, and ivus could not be advanced. An attempt was then made to remove the ivus, but the device could not be removed. The ivus and the guide wire were removed as a unit. After removal, it was noted that there was an uneven surface 30cm proximal to the distal tip. A new guide wire was used with the ivus to complete the procedure. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Resistance between devices can occur due to numerous factors including, but are not limited to, interaction with other devices, lesion morphology, patient anatomy/disease state, the condition of the ivus being used, and/or condition of the wire coating. Coagulation of blood or contrast on the wire can be a factor in reducing clearance. Additionally, in certain circumstances, such as during manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearance between devices can be reduced to an undesirable level and could lead to resistance. In this case, the vessel was described as moderately tortuous which could have contributed to the reported difficulties. Additionally, the reported uneven surface of the guide wire is likely the result of the resistance between other device and/or possibly interaction with the lesion anatomy as no damage was reported during inspection prior to use. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The reported difficulties and uneven surface of the guide wire appear to be related to operational context of the procedure and there is no indication of a product quality deficiency. The lot history record was reviewed and there are no non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there were no other incidents reported for this lot.